Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was received in poor condition with surface scratches and rub marks. The front overlay panel has scuffs and scrapes. Powered unit on to reveal a broken lcd display screen. Lcd backlight illuminated but display is unreadable. Unit delivered rf energy correctly into fixed resistors. The unit's error log indicated normal use and behavior. Display screen may have been broken by soft blunt force since there was no damage to the front panel overlay. Impedance imbalance readings indicate that system was having difficulty rejecting noise when evaluating split-foil pt pad impedance. Rf controller software may not always measure impedance of split-foil pt pad impedance accurately when energy was being delivered. Upgraded rf pt controller software is better able to measure split-foil pt return pad impedance and notifies user with e3 error if split-foil impedance rises while energy is being delivered. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported the generator was resetting and turning off randomly. There was no pt impact.